Event description:
Following a pump and catheter replacement (see manufacturer report #3007566237-2011-03371), the patient had clear csf drainage and a pseudomeningocele. An x-ray on (B)(6) 2011, showed that the catheter had backed out; the tip now terminated at the l1 level. On (B)(6) 2011, the catheter was surgically revised; the distal portion of the catheter was spliced, the tip was placed at the t5 level. The patient was hospitalized for the event and the event severity was noted to be "moderate." The patient recovered without sequela.

Manufacturer narrative:
(B)(4).